Manufacturer narrative:
UDI number added.

Event description:
The customer reported that a message displays on monitor saying that speaker is faulty and the sounds are not heard. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.